Manufacturer narrative:
The field service representative could not determine a cause. The reference electrodes were past the expiration date and the knobs for vacuum nozzles were loose. The reference electrodes were replaced and the knobs were tightened. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for one patient from the cobas 8000 cobas ise module. The initial result was 142 mmol/l and was reported outside of the laboratory. The repeat result was 149.1 mmol/l. The electrode lot number and expiration date were requested but was not provided.